Event description:
The bed, an operon b810, did not maintain proper position due to a malfunction in the hydraulic pressure system (most likely an "o" ring problem as per the manufacturer, the berchtold co.) The patient nearly fell off of the bed. The patient's surgical procedure had to be cancelled as a result of the bed malfunction.